Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing issue. The instrument was also found to have a dislodged snake wrist which caused the wrist disks to misalign. There were no missing pieces and the damage was observed to the snake wrist cables. The instrument was also found to have a torn jaw cover measuring roughly 0.1740"x0.0840". There were no signs of missing fragments and no thermal damage was present. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal was used for about 1 hour and then the cable broke. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.